Event description:
Boston scientific was notified of an event through the user's facility medwatch report that the end of the fasdasher-14 hydorphilic guidewire broke off in the carotid during the procedure. The device was retrieved with a venous snare.